Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced event of occlusion at infusion set site. The event occurred within 3 hours of insertion. The insertion site was at the abdomen. The blood glucose level was high at the time of event therefore the patient was treated with correction injection via mdi. No further information was available.